Event description:
It was reported that the ventilator was leaking from the expiratory side. The patient involvement is unknown. (B)(4).

Manufacturer narrative:
The servo-u ventilator was reported with failing the internal leakage test during pre-use check. Our field service engineer investigated the issue. The expiratory cassette was re-seated and the unit passed all calibration, functional, and safety tests per factory specifications. No parts were replaced, ventilator logs are not available for the investigation. The most probable root cause to the reported issue was that there was dirt on the expiratory cassette membrane. It is very important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there is dirt particles on the valve membrane it may not seal the membrane seat correctly. Dirt particles can cause leakage in the expiratory cassette.

Event description:
Manufacturer ref # (B)(4).